Event description:
Customer reported the instrument inadvertently lost power near the end of cycle 3 buffy collect, when another person had mistakenly removed the wrong plug from the wall outlet, and when it was powered on again less than thiry seconds later, a blood leak alarm occurred. Customer stated no blood leak was initially observed in the centrifuge. Customer was asked to wipe the centrifuge wall with a prep pad, and customer then found evidence of a blood leak in the form of some small spots of blood on the prep pad. Customer reported the treatment had been aborted and the attending physician had directed that the blood in the kit not be returned to the patient. Customer stated the centrifuge had been cleaned already and no field service is needed. Patient was in stable condition. Kit was returned for investigation.

Manufacturer narrative:
Lot c737 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. A review of lot c737 shows no trends. A review of the complaint categories shows no trend for no power or centrifuge bowl leak/break. (B)(4) was initiated for centrifuge bowl leak/break. This assessment is based on information available at the time of the investigation. Analysis of the returned kit is in progress. A supplemental report will be filed when this analysis is complete.